Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the angio-seal device was firmly inserted into the insertion sheath, the angio-seal device was pulled back and locked. When the entire device was withdrawn, the anchor was not locked and was withdrawn. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 6 mm. There was no health damage to the patient. The blood loss was less than 250cc. There was no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip device was returned for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with color bands fully exposed. Upon microscopic inspection of the tip of the sheath, anchor could be seen inside the sheath. No visual anomalies were noted with the device. Functional testing was performed. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to be exposed. The deployment sleeve was then moved into the rear lock position and the anchor was posted to the sheath. The digital force was applied to the anchor and suture unspooled as intended with collagen, however the tamper tube did not release. The tamper tube did not release likely due to obstruction by dried blood like substances. No other functional anomalies were noted with the device. The device was then dissected, and the presence of tamper tube was confirmed. It is likely that accumulation of dried blood like substances obstructed movement of the tamper tube. There were not any visual or dimensional anomalies noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not being positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip may have led to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.